Event description:
It was reported that during a laparoscopic splenectomy procedure, the surgeon noticed that a small fragment of the white tissue pad had come off of the instrument. There was no reported pt consequence.